Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device (has been returned / is pending return) to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient's feeding tube was replaced the first week in (B)(6) and has burst, requiring replacement. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history record has been reviewed, this lot met all release criteria, and during review of the manufacturing process for the balloon, there was no manufacturing related cause found for the reported event. Investigation review: the device returned was one 20 fr tri-funnel repl gastrostomy feeding tube complete. Visual, microscopic, tactile, and functional examinations were performed. Although not a burst as reported, a leak was confirmed in the balloon found to be due, more specifically, to instrument/tool damage. The balloon showed extraordinarily localized distention during attempted inflation, as well as a small hole next to the distended section. A layer of balloon material was peeling away from the surface, leaving an exposed area at the crest of the distended region. In addition, there appeared to be three evenly spaced and parallel marks on the balloon, one of which was immediately adjacent to or containing the small hole noted. The manufacturing site sample evaluation report did not indicate a root cause for the event. A definitive root cause could not be determined based upon available information; the surface damage to the balloon discovered during evaluation, although determined to be tool/instrument damage, is of unknown origin. It is unknown if procedural issues contributed to this event. Labeling review: IFU baw0732741, rev. 2 states: ¿instructions for use: inspect package and contents for damage. If damaged, do not use¿ and indicates the following regarding inflation volume checking and device replacement: ¿check balloon volume every 7 to 10 days for correct inflation volume using the following steps: discontinue feeding. Use a luer-tip syringe to completely evacuate water from balloon. Discard evacuated water. Reinflate balloon with appropriate amount of water. Maximum inflation volume is printed on the color-coded balloon inflation port." The exact cause of this event is unknown, e.g., if the event is use-related or manufacturing-related, and so forth. As the cause is uncertain, the IFU will be considered adequate.

Event description:
It was reported that the patient's feeding tube was replaced the first week in may and has burst, requiring replacement. There was no reported patient injury.